Manufacturer narrative:
(B)(4).

Event description:
It was reported the preloaded catheter was determined to have a tight biosensor during the setup to titrate the biosensor inside the PICC. The catheter was advanced into the patient to the hub and the user encountered difficulty removing the biosensor. The catheter and biosensor had to be removed together from the patient. The catheter was reinserted into the patient without the biosensor and case completed without further incicent. No patient harm was reported.

Manufacturer narrative:
Qn#(B)(4). One vps g1+ legacy biosensor stylet was returned for evaluation; however, the reported vps g4 delta precision stylet and agba catheter were not returned for evaluation. A visual examination of the returned stylet revealed kinks on the stylet body approximately 11, 12, 16, and 20 inches from the end on the santoprene jacket. In addition, the polyimide/ptfe tube and the coaxial cable were missing from the assembly starting at approximately 20 inches from the end of the santoprene jacket. The separation appears to be the result of unintentional application of undue force by the user during the procedure. A device history record review was performed on the vps g4 delta precision stylet and agba catheter and did not reveal any manufacturing related issues. A device history record review was not performed on the returned vps g1+ legacy stylet because no batch/lot number was provided and it was not the intended sample. A probable root cause could not be determined based upon the information provided and without the correct sample. No further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the preloaded catheter was determined to have a tight biosensor during the setup to titrate the biosensor inside the PICC. The catheter was advanced into the patient to the hub and the user encountered difficulty removing the biosensor. The catheter and biosensor had to be removed together from the patient. The catheter was reinserted into the patient without the biosensor and case completed without further incident. No patient harm was reported.